Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked battery tube threads noted. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It is reported that a customer experienced high blood glucose of 497 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and was assisted with a high pressure test on the insulin pump which failed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.